Event description:
The customer reported that the system intermittently would not initialize (boot up). There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.